Manufacturer narrative:
The review of post-market surveillance data revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the arjo service technician statement (the side rail separated from the cover due to consistent pressure against it) and side rail condition (screws were pulled out). The instruction for use (IFU 746-591-en_12) states that the caregiver should check operation of the side rails daily, and if the fault is found, arjo or an approved service agent should be contacted. Arjo device failed to meet its performance specification since the side rail panel detached partially. There was a patient on the bed when the event occurred. No injury was sustained. The complaint was assessed as reportable due to the partial side rail detachment.

Event description:
The customer reported that the side rail was broken and did not lock. There was a patient on the bed when the event occurred. No injury was sustained. During the device inspection, it was found that the right body side rail was separating from the inside cover. It was confirmed that two screws had been pulled out and stuck between the cover piece and the body of the side rail. The side rail was replaced. The bed was tested and was fully operational.